Event description:
As reported by the user facility: the nurse repeatedly reset the patient's pump due to alarms indicating air bubbles or downward occlusion. The patient was receiving a sodium bicarbonate solution. To address the air bubbles, the line was removed three times to manually dislodge them. Additionally, the line was detached from the patient and primed twice, and the line chamber was cleaned. Ultimately, the nurse opted to replace the lines, which included changing both the bicarbonate line and the normal saline line containing 40 meq of kcl. These lines were then connected at a y-site to deliver the solution through a single port of the PICC. The pumps were reprogrammed with new volume settings, with both pumps set to a volume to be infused (vtbi) of 950 ml, despite the potential for overflow, as the bags frequently become air-locked. At 0500, the normal saline line became air-locked despite the programming, necessitating the nurse to reprime the line. The two primary concerns are the frequent alarms and the pump's failure to recognize the programmed volume.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, serial number, or device logs were provided. Further investigation of the complaint is not possible without a sample and/or device logs. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.